Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that all the lights on the front of the remote monitor were blinking. The monitor was unplugged which reset the lights. The monitor was being retained by the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490c8, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.